Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported) subsequent to sustaining an infection. The patient will continue to be clinically managed.